Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure, female. The diagnosis and indication for the index surgical procedure? Total hysterectomy what tissue type and location of the suture placement? Unk. What tissue dehisced? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal when did the bleeding occur? The source and triggering event of bleeding? May, 29th, unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture tied (square knot or multiple knots one end)? Unk. What was the appearance of the suture during the second procedure? Unk. Other relevant patient history/concomitant medications: unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe suture what is the patient current status? Stable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? When did the bleeding occur? The source and triggering event of bleeding? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent total hysterectomy on (B)(6) 2018 and suture was used. The 14 days after the procedure, the patient experienced vaginal bleeding and dehiscence of the residual incision after the patient¿s return visit. The patient underwent re-suturing of the wound with a like device and the wound healed normally. Additional information has been requested.